Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that the patient on impella 5.5 support had some numbness and loss of dexterity in the left arm. The patient had a cerebrovascular accident. The treatment and patients outcome are unknown.

Event description:
It was further reported that impella had placement signal not reliable alarm. The audio was disable.

Manufacturer narrative:
B1 revised to reflect both adverse event and product problem based on the additional information received from the clinical site. B5 revised to reflect additional information received from the clinical site. D6b explant date added. H6 medical device problem code 2917 added to reflect the additional failure mode reported.

Manufacturer narrative:
The investigation of stroke/cva and optical signal issue has been completed. The impella device was not returned for evaluation. Stroke/cva: the root cause of the stroke/cva was unable to be determined due to insufficient clinical details. Optical signal issue: the data logs confirm placement signla not reliable (psnr) alarms on 04-aug-25 about 38 days after support was initiated. The logs show a drift down of the placement signal for about an hour until placement signal goes out of range and psnr alarms trigger. The pattern identified has been characterized as a wear of the optical sensor. The 5s parameters before sensor wear are stable after which they are affected. The design life of the impella 5.5 s2 according to design traceability matrix is 60 days and this failure occurred within the design life. The cause of the optical signal issue was due to a sensor silicone wear of the optical sensor.